Event description:
It was reported that the event involved a "septic" pt. While in the cath lab, the intra-aortic balloon (iab) was prepped and the super arrow-flex (saf) sheath was inserted into the patient's groin. The md could not insert the iab through the saf sheath. As a result, the md removed the iab and sheath as one unit. The md inserted a 10 french sheath to control the bleeding. Additional info received on 10/01/2010 from the sales rep stated that "the physician was concerned that when he removed the iab and sheath that he enlarged the hole. That is why the md placed a larger (10 french) sheath. It didn't bleed after the sheath was inserted." The pt was stabilized with meds and transferred to the unit without iab support. The pt passed away the next day.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.